Event description:
On (B)(6) 2013 it was reported that the patient underwent generator replacement surgery that day. The explanted generator could not be returned for product analysis since it was discarded by the hospital.

Event description:
On (B)(6) 2013 it was reported that the vns patient was that day and the generator could not be interrogated. The physician's programming system was reported to be working fine on other patients. It was also stated that the patient is not feeling stimulation. The physician indicated that he believes there is a lead issue and had x-rays taken (lead issue reported on MFR. Report # 1644487-2013-00526), but the x-rays appeared normal. Clinic notes dated (B)(6) 2013 were received that indicated the patient's generator could not be communicated with. The patient was referred for surgery. A battery life calculation was performed which showed 0 years remaining until eri=yes. A copy of the patient's a/p and lateral neck and chest x-rays were received for review. The lead pin appeared to be fully inserted into the header of the generator. There was a portion of the lead located behind the generator that could not be assessed. There did not appear to be any lead discontinuities or sharp angles in the lead portion that was able to be visualized. Based on the x-ray images provided, no anomalies were observed that could be contributing to the reported events. However, a portion of the lead behind the generator could not be visualized. The physician later indicated that the failure to program could possibly be due to eos or a lead issue (lead issue reported on MFR. Report # 1644487-2013-00526). The physician indicated that he believes there may be a lead issue due to the lack of feeling stimulation. The patient has not felt stimulation for several weeks. No causal or contributory programming or medication changes precede the onset of the stimulation not being perceived and no patient manipulation or trauma occur that is believed to have caused/contributed to the stimulation not being perceived. The patient was seen again on (B)(6) 2013 but the physician did not try and interrogate the vns again. The manufacturer's consultant stated that the physician just suspects that there is a lead issue, has a "gut feeling", and also thinks so because the patient cannot perceive stimulation (lead issue reported on MFR. Report # 1644487-2013-00526). Although surgery is likely, it has not occurred to date.

Event description:
On (B)(6) 2013 the patient's mother reported that the patient has been complaining of chest pain at the generator site for the past two days. The physician then referred the patient for a vns replacement. On (B)(6) 2013 it was reported that the patient recently started feeling erratic stimulation and pain at the chest. The nurse didn't think that the pain was related to the device issue reported so the patient was referred to the emergency room for evaluation. It was reported that it was still unclear what the physician's belief of a lead issue is. Pain and erratic stimulation captured on MFR. Report # 1644487-2013-00526. The physician later reported that the pain has been going on for several months but it is unknown when the erratic stimulation was first observed. No causal or contributory programming or medication changes precede the onset of the erratic stimulation or pain. No patient manipulation or trauma occur that is believed to have caused/contributed to the events. Pain and erratic stimulation captured on MFR. Report # 1644487-2013-00526. The physician again mentioned that the device was unable to be interrogated. The physician stated that surgery is pending. The physician stated that the pain is not related to vns. X-ray reviews dated (B)(6) 2011 and (B)(6) 2013 from the radiology department were received which indicate that the patient has had chest pain. X-ray reviews dated (B)(6) 2010 indicate again that the patient has chest pain but "probable pneumonia" was indicated. Clinic notes dated (B)(6) 2013 were received which indicated that the patient's device could not be interrogated. Although surgery is likely, it has not occurred to date.